Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing, including confirming that the device deployed the cannula correctly.

Event description:
It was reported that during the priming process, the pod began clicking, and the patient, received a message instructing them to ¿try again or discard pod.¿ the patient attempted to retry the process twice, but after selecting discard, the pod continued clicking. When the patient removed the pod, the cannula deployed, indicating that the needle deployed late indicating a needle mechanism failure. No impact to the patient¿s blood glucose levels was reported. The pod was not worn.